Manufacturer narrative:
The catalog number identified in section has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one x-port isp implantable port attached to a groshong catheter was received for evaluation. Gross, microscopic, visual, tactile and functional testing were performed. One image was provided and reviewed. Splits were noted throughout the attached catheter. A complete circumferential break was noted on the distal end of the attached catheter that was elliptical in shape and uneven. The surface was noted to be round and smooth in one region and granular in the other region. Upon infusion, leaks from a split on the attached catheter was observed. Therefore, the investigation is confirmed for the reported fracture, fluid leak and identified wear and deformation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. (Expiration date: 12/2021). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three years and six months post a port placement above the third rib lateral to the midline, the catheter was allegedly ruptured. It was further reported that there was allegedly a subcutaneous leakage from the catheter. There was no reported patient injury.